Event description:
Pt fell on knee 1.5 years postoperatively and experienced continued pain. Bone scan showed tibial loosening.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: hi (greater then 33.3 mmol/l), 5.0 mmol/l, and 5.8 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(4).